Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported for single leaflet device attachment (slda). Based on the information reviewed, the reported slda appears to be related to challenging patient anatomy and procedure conditions. The reported poor image resolution appears to be related to challenging patient anatomy. The reported unchanged mitral regurgitation (mr) is due to the slda. Unchanged mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had a rotated heart, posterior prolapse and indentation on anterior leaflet. An xtw clip was successfully deployed on the mitral valve, reducing mr to a grade of 1-2. On an unknown date, the patient returned to the hospital and echocardiography showed mr had increased to a grade of 3-4. The clip was stable on the leaflets and the physician stated the recurrent mr is due to progression of disease. On (B)(6) 2021, a second mitraclip procedure was performed to treat mr with a grade of 3-4. Due to the rotated heart and the previously implanted clip, imaging was difficult. Also, a posterior prolapse was present. An xt clip was inserted and deployed on the mitral valve. However, shortly after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and mr remained at a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.